Event description:
The product was used during a cholecystectomy procedure. Reportedly, the clips did not load properly, prefired and jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/27/99-supplemental report #1 sent to FDA. Add'l data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.